Event description:
It was reported that after an initial hammertoe surgery on (B)(6) 2024, the implant was removed on (B)(6) 2024 due to loss of correction in the second pip joint. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that after an initial hammertoe surgery on (B)(6)2024, the implant was removed on (B)(6) 2024 due to loss of correction in the second pip (proximal interphalangeal) joint. The joint was revised with a k-wire. Additional information indicates the patient stubbed his toe within several hours of returning home, dislocated his second mtp (metatarsophalangeal) joint as a result, but did not feel anything due to numbness. Follow-up from the surgeon indicates the patient is currently doing well. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. No devices were returned for evaluation. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Although a number of factors could have contributed to what was reported, additional information indicates it is likely that patient non-compliance contributed to what the patient experienced. The company will supplement this MDR as necessary and appropriate.